Event description:
It was reported that the hcp was planning on doing a pocket revision and moving the ins up further as it was in the buttock causing the patient to sit on the ins. It was later reported that the revision was not scheduled yet. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37081, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37081, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient underwent revision surgery on (B)(6) 2013. Following the procedure the patient was doing well and receiving effective therapy.